Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for bacteremia, c. Difficile infection, and peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s cannot be determined. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s nurse reported the peritonitis may have been related to the patient¿s concomitant comorbid conditions. The patient¿s pd culture yielded no organism growth (sterile) and an elevated wbc. However, the patient had concomitant bacteriemia with the organism pseudomonas and a c. Difficile infection. There is evidence that the bacteremia is a result of peritonitis infection due to sterile peritonitis (no growth of pseudomonas or other organism). Moreover, concomitant c. Difficile inaction may have been a precipitating factor in the development if peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of nausea and intermittent low grade fever. As a result, the patient was hospitalized. The nurse reported that during the hospital admission it was discovered the patient had concomitant bacteremia with the organism pseudomonas (date of blood culture unknown), clostridium difficile (c. Difficle) infection (date of stool culture unknown) and peritonitis (date of pd culture unknown). The nurse indicated the patient¿s pd culture yielded an elevated white blood cell (wbc) and no organism growth (exact wbc result not available). Per the nurse, the patient was seen by infectious disease (ID) in the hospital, and it was decided the patient have the pd catheter (not a fresenius product) removed (date unknown). Additionally, the patient was transitioned to hemodialysis and received unknown antibiotics during the hospitalization. On an unknown date, the patient was discharged from the hospital and continues hemodialysis on an outpatient basis. The nurse does not have a discharge summary nor any other information about the hospitalization to provide. Per the nurse, the event is not suspected to be related in any way to fresenius device, or product. The nurse stated the patient did not have any fluid leaks, cycler malfunctions, or any fresenius product deficiencies associated with the event. The nurse stated the exact cause of the peritonitis is unknown. However, it was reported the peritonitis may have been related to concomitant bacteremia and c-difficile infection.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of nausea and intermittent low grade fever. As a result, the patient was hospitalized. The nurse reported that during the hospital admission it was discovered the patient had concomitant bacteremia with the organism pseudomonas (date of blood culture unknown), clostridium difficile (c. Difficle) infection (date of stool culture unknown) and peritonitis (date of pd culture unknown). The nurse indicated the patient¿s pd culture yielded an elevated white blood cell (wbc) and no organism growth (exact wbc result not available). Per the nurse, the patient was seen by infectious disease (ID) in the hospital, and it was decided the patient have the pd catheter (not a fresenius product) removed (date unknown). Additionally, the patient was transitioned to hemodialysis and received unknown antibiotics during the hospitalization. On an unknown date, the patient was discharged from the hospital and continues hemodialysis on an outpatient basis. The nurse does not have a discharge summary nor any other information about the hospitalization to provide. Per the nurse, the event is not suspected to be related in any way to fresenius device, or product. The nurse stated the patient did not have any fluid leaks, cycler malfunctions, or any fresenius product deficiencies associated with the event. The nurse stated the exact cause of the peritonitis is unknown. However, it was reported the peritonitis may have been related to concomitant bacteremia and c-difficile infection.